Manufacturer narrative:
The device associated to the complaint were not returned for analysis. No other analysis was possible because the batch number were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reason for revision; infection and loosening. This patient has been infected for quite some time and now the bone has fractured and the implant is loose so it has been removed and replaced with a cement spacer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).